Manufacturer narrative:
The AED was received for evaluation. The pads used during the rescue were not available for examination because they had been discarded following the rescue. The customer confirmed the pads had not exceeded their expiration date at the time of the rescue. Multiple tests and inspections which included impedance tests, measurements of internal components, and inspections of the pcbas were performed. Impedance testing confirmed the AED could accurately detect impedance within the human impedance range and verified the AED could recognize when pads were properly attached to a patient. A simulated rescue with a defibrillator analyzer was performed and the AED functioned as designed during the simulation. Inspection of the main and ui pcbas found no problems. Components that could affect the patient impedance circuit were measured and no problems were found. The reported issue was not duplicated under normal conditions and no hardware defects were found. The AED performed correctly throughout the investigation. The multiple prompts to check pad placement after the pads had already been attached to the patient indicate there was poor electrical contact between the pads and the patient. The poor contact may have been caused by the condition of the patient's skin, damaged electrodes, or use error. It is unlikely the electrodes were damaged prior to use because the AED would not have been "rescue ready" when the rescue started as indicated by the customer. The AED will be serviced and returned to the customer.

Event description:
The customer reported that after the defibrillation pads were attached to the patient the AED kept prompting to "press leads firmly on resident". The pads were removed, the patient was wiped with a towel, and new pads were placed on the patient. The AED kept prompting to "press leads firmly on resident" even when the rescuers hands were pressing on the pads. The customer reported that the cardiac arrest was witnessed, but it was unknown how long the patient was down before the AED was attached. The patient did not survive.